Manufacturer narrative:
The technician found the side rail end tube is missing the ratchet rivet. The technician replaced the side rail ratchet rivet to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No patient impact.